Manufacturer narrative:
Title: combination therapy by transarterial injection of miriplatin-iodized oil suspension with radiofrequency ablation (rfa) versus microwave ablation (mwa) for small hepatocellular carcinoma: a comparison of therapeutic efficacy. Source: japanese journal of radiology (2021) 39:376¿386 published online: 4 november 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the therapeutic efficacy and complication rates of miriplatin-iodized oil suspension combined with radiofrequency ablation or microwave ablation in the treatment of small hepatocellular carcinomas between january 2016 and december 2019. The emprint microwave ablation group included 68 hcc¿s in 49 patients. Complications included two cases of intraperitoneal hemorrhage which were controlled with transcatheter arterial embolization. It is unknown if the device contributed to these adverse events.